Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. However, occlusions continued and clinical troubleshooting was exhausted, the customer reverted to an alternate method of insulin therapy.